Event description:
The pt was supported with two paracorporeal ventricular assist devices (pavds) for biventricular support. The perfusionist reported that after approx 2 weeks of support, a clot was noted in the inflow cannula of the pvad supporting the left ventricle. As a results, the hospital made a decision to exchange both the inflow cannula and pavad supporting the left ventricle. The device was successfully exchanged with another pvad and the pt remains ongoing without any further issues reported.

Manufacturer narrative:
The MFR attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.